Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/day gablofen at a dose of approximately 280 mcg/day via an implantable pump. It was reported that the patient presented to the emergency room (ER) on (B)(6)2017 with a red, swollen pump pocket. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting included it was determined that the pump pocket was infected and the explant was planned. The entire system was explanted on (B)(6)2017 and would not be replaced in the future. It was unknown if the issue was resolved at the time of the report and the patient status was alive with no injury. The patient's weight and medical history were asked and would not be made available. The event date was asked, but unknown. There were no further complications reported or anticipated.